Event description:
While wearing the external equipment, the patient reportedly experienced uncomfortable sensations followed by loss of lock. The patient was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. The patient's ci device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.